Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received. 1 device evaluation is in progress. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by debris. 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device overheated. 2 events had no patient involvement; no patient impact.